Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. An initial visual observation revealed the microintroducer shaft was slightly curved and the sheath was damaged. Biological residue was observed in the sample. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. Additionally, a split with evidence of material webbing near its corner was observed, suggesting that manufacturing related issues may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the microez microintroducer 4fr with vessel dilator used in PICC insertion frayed at the tip of the peel away sheath. This pushed away the vessel, leading to a failed PICC insertion in serious bruising for the patient, with vessel damage. Removed both damaged introducer and wire. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.